Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or under/over delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and current blood glucose value was 405 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with insulin pump and manual injection. Customer reported that the drive support cap was normal. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.